Manufacturer narrative:
This product is not marketed in the us. (B)(4). Result: work order search: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.5 diopter, in the patient's left eye (os) on (B)(6) 2017. In the same surgery, the lens was explanted due to the lens tear/break during injection into the eye. On (B)(6) 2017 the lens was exchanged for a same size and diopter lens. The problem was resolved. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Product evaluation found lens returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found lens returned torn, missing piece of haptic and optic with clear residue on lens. (B)(4).